Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had two hypoglycemic episodes. Customer stated that they went low one night and woke up swollen and hands were bruised. Customer stated that it happened again on tuesday night. Customer declined any troubleshooting for the low blood glucose readings of 45 mg/dl and stated that she does not believe it had anything to do with the insulin pump. The call was disconnected.